Manufacturer narrative:
Analysis synthesis: - analysis of available expertise files confirmed the reported behavior, as several communication errors were observed before entering the programmer session on(B)(6) 2024 and on (B)(6) 2024, preventing the normal interrogation of devices. - in-depth analysis revealed that the observed errors could have resulted from external noise around the interrogations, leading to disrupted communication and the observed behavior. - considering the recurrence of this issue in this same center, a request has been made to r&d team to perform in-clinic testing and determine the exact root-cause of the observed issues. - at this level, no malfunction of the programmer or its associated telemetry head could be identified.

Event description:
Reportedly, communication issues are encountered on a regular basis using the cpr4 head. The entire system was replaced but the same issues are still observed. On (B)(6) 2023, issues were faced to switch off atp and shocks in the operating room using the programmer and cpr4 head, as no rf head was available.

Event description:
Reportedly, communication issues are encountered on a regular basis using the cpr4 head. The entire system was replaced but the same issues are still observed. On 13 february 2023, issues were faced to switch off atp and shocks in the operating room using the programmer and cpr4 head, as no rf head was available.